Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. Investigation summary: customer returned (1) 1.0ml 31ga 8mm syringe loose. It was reported by that there was needle clog. Syringe was visually examined, and no damages were observed. Clogged cannula was discovered after a clog test. We cut the barrel during the investigation so that we could do the wire test. The wire could not be pushed through the cannula from one end to the other during the wire test that was conducted on both sides of the cannula. The blockage in the cannula could not be removed despite repeated attempts because the wire could not sustain the force. A review of the device history record was completed for batch# 7296969. All inspections were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the blockage could not be removed. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the medication could not be delivered. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: received voicemail from consumer stating he has a needle clog.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the medication could not be delivered. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: received voicemail from consumer stating he has a needle clog.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.